Event description:
The customer's mother reported that the insulin pump had a frozen screen. Troubleshooting was performed. The mother stated that the battery was changed several times. The device was rested for couple hours and the frozen display still continued. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.